Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a massive gas leak developed soon after putting the patient off to sleep and therefore, it was not possible to fil the bag to ventilate the patient. There was no patient injury. The patient was transferred onto a new machine. The patient was stable throughout and saturation maintained at 100%.

Manufacturer narrative:
The investigation was carried out based on the available information. A logfile was not sent in for investigation but a hand written copy (containing alarm log entries, several settings and the result of the leak and compliance test from before and after the reported date of event) was analyzed. By this, the case could be reconstructed: the device in question has been switched on at 7:25 on the reported day of the event, (B)(6) 2018, and started alarming for "minute volume low" at 10:10. Until 11:22, 40 alarm entries have been logged (minute volume low, apnea pressure, apnea ventilation, apnea flow, inspiratory pressure not reached). Then, from 11:29 to 11:33, entries like "fresh gas low", "o2 supply low", and "no fresh gas" indicate that the case has most likely ended between 11:22 and 11:29. As it is described in the instructions for use, the daily and pre-use checkout procedure needs to be done to ensure that the fabius device is ready for operation, relevant leakages would be detected during the self-test prior to use. In case a leakage occurs during use, based on leakage, fresh gas flow settings and set alarm limits during ventilation, several audible and visible alarms would be issued as it was in this specific case. In general, the breathing bag inflates in all breathing modes up to the maximum pressure value. The only reason a breathing bag would not inflate is a setting of the apl valve to spont in manual ventilation mode. This was not the case here. For flushing and quickly filling the breathing system and breathing bag with o2, the o2 flush button can be used. To prevent the breathing bag from filling when the o2 flush button is pressed there must have been a leak thru which the delivered volume can leave the breathing system. Based on the available information, the exact root cause for the reported symptom could not be determined. Due to the fact that no fault was found on-site, when the machine has been checked by experienced, trained and competent engineer as reported additionally, a leak at the patient circuit is the most likely root cause for the reported symptom.

Event description:
Please refer to the initial-report.